Event description:
Pt reported on a painful bowel movement while passing the ring. No other implications.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solution (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history file was reviewed, indicating that the device was released pursuant to product's specifications. The device was not returned for evaluation and no additional info is available. Based on the accumulating clinical experience with the device, very few pts notice ring expulsion. Nevertheless discomfort or tolerable pain while passing the ring is yet an anticipated occurrence.